Event description:
It was reported that, "patient w bi-lateral tibial plateau fractures on each side. Surgeon applied a 2 hole axsos proximal tibial plate. On the right side, the last screw hole the locking screw jammed, it was reversed, then reinserted, and had to be left proud. The drill guide was used, it was not pre-tapped. Screw was started on power. Final tightening was done manually. No torque limiter was used."

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.